Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported blood glucose (bg) level was 596 (mg/dl) with moderate ketones. A correction bolus was administered to address bg level. Troubleshooting with tandem technical support could not be performed as the customer had already changed the supplies prior to the call.